Event description:
Reporter indicated a vns therapy programming system screen was freezing upon interrogation. Troubleshooting did not resolve the issue. The handheld has been returned to the manufacturer and is pending analysis.